Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2023, the patient drove to the hospital himself. Even though the patient had a high glucose reading on his tandem pump, the patient's mother stated that ¿the reading was off over 100 points, and this put him in the hospital¿. The mother also reported that he was ¿well in the 200s¿, but it is not known if she was referring to a cgm or blood glucose reading. The patient's mother denied that the patient got alarmed by the pump during the event. There was no cgm was reading nor a blood glucose reading reported from any time during the event, no symptoms and there no treatment was documented but it is stated that the patient suffered from diabetes ketoacidosis. At the time of the report the patient was already hospitalized for 2 days. Even though the patient was feeling well at this point, and was just being monitored, the mother stated they would not let the patient go until a new transmitter was received. The patient was also advised by the doctor to change the pump, but it is unknown why. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.